Event description:
It was reported that the pump had a damaged or corroded battery compartment. Customer stated that a battery leaked into the battery compartment. Customer removed the battery for 10 minutes and cleaned the contacts with an alcohol wipe. Insulin pump will need to be returned. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instruction. Customer was asked to return the pump for analysis. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.(B)(4).

Manufacturer narrative:
The insulin pump had a blank display due to a corroded battery tube. The insulin pump had minor scratches on the display window, cracked battery tube threads, a scratched reservoir tube window, cracked reservoir tube lip and a missing end cap sticker.